Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Inside out abrasions were found at 29.7-31.6cm and 12.3- 13.2cm from the helix end. A surface abrasion to one of the rv cable etfe insulation was found in the abrasion area. Outer insulation abrasions were found at 12.5-13.4cm and 17.2-18.4cm from the helix end, over the ring cable lumen.

Event description:
This report is to advise of an event observed during analysis.